Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
It was reported that the main screen indicated that the pressure board failed during power up. A new pressure circuit board was installed and the system is now working correctly. There were no adverse consequences to the pt as a result of this event. Note: the date of the event was not reported.